Manufacturer narrative:
Section d4, h4: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospital for bloody stools. Patient had no recent history of gastrointestinal (gi) bleed and felt likely to be secondary to resume prostate procedure performed the friday before. The bleeding seemed unrelated to alarm noted by patient/inpatient staff. Patient was on wall power connected to the power module and had a ¿no power¿ alarm. Patient transitioned to battery and the alarm resolved. Low voltage advisory noted on interrogation. Gi bleeding was confirmed via colonoscopy, and low voltage was unrelated. Colonoscopy biopsy was pending. Patient was asymptomatic and received blood transfusion. Patient was discharged to home with follow up blood work as bleeding stopped. No further information was provided.